Manufacturer narrative:
This supplemental report corrects information previously reported in section h9. Upon review, the event was determined to have been incorrectly associated with a recall. Based on the current evaluation, the event is not associated with any recall.

Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery in a 63-year-old female patient with acute myocardial infarction and cardiogenic shock (ami/cgs) presenting in scai stage e shock on (B)(6) 2026 at 08:15. During support, the patient experienced runs of ventricular tachycardia accompanied by a profound reduction in impella pulsatility and flow. Despite administration of amiodarone, the patient progressed to pulseless electrical activity (pea) arrest, requiring CPR and multiple resuscitative medications. Although brief return of spontaneous circulation (rosc) was achieved, recurrent arrest followed, and after approximately 20 minutes of acls efforts, death was pronounced at 16:11. Separate complications were also documented related to the impella access site prior to the patient¿s death. A large expanding right groin hematoma developed around the impella access and reperfusion catheter, further exacerbated by significant anticoagulation, including 10,000 units of heparin in the cath lab, followed shortly afterward by an inadvertent 25,000 unit IV heparin bolus in the ICU, in addition to ongoing aggrastat infusion. Subsequent labs showed act >1000, severe coagulopathy, and hemoglobin decline to 6.8 g/dl. Hemostasis required manual pressure, protamine administration, local vasoconstrictor injections, and transfusion of 2 units packed red blood cells (prbcs), after which bleeding improved. The patient also had bilateral lower extremity ischemia due to small vessel size and anticipated occlusion from the impella sheath. An antegrade perfusion catheter was placed, which restored distal perfusion. The impella cp device itself was not available for return. Based on the available information, the patient¿s death appears most consistent with end stage cardiogenic shock and malignant arrhythmias, rather than a malfunction of the impella device. The access site bleeding and limb ischemia were clinically associated with large bore femoral arterial cannulation in the setting of small vessels and profound anticoagulation, including a significant inadvertent heparin overdose. No evidence suggests that device malfunction contributed to hemodynamic deterioration or death. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to the cause of death and is more likely due to the patient¿s declining clinical condition.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report was submitted to represent the introducer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6: health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
D4 (primary UDI number) has been updated tachycardia/cardiac arrest/peripheral arterial ischemia: the cause of the injury was not determined due to insufficient clinical details. Patient device interaction/major/minor bleed: the cause of patient device interaction(major/minor bleed) issue was likely use related with reasonably foreseeable misuse due to inadvertent administration of heparin leading to high acts causing bleeding.

Manufacturer narrative:
Updated information: d1 brand name updated. The investigation for tachycardia/cardiac arrest has been arrested. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information was provided in e1 (initial reporter title), d3 and g1 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of patient device interaction(major/minor bleed) issue was likely use related with reasonably foreseeable misuse due to inadvertent administration of heparin leading to high acts causing bleeding.